Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The DHR review of the mr-6a serial number (B)(6) was shipped as an rex scope, manufactured january 2018, did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria. Show less.

Manufacturer narrative:
The device was returned to the service center for evaluation. The user's complaint of poor image was confirmed. The poor image was attributed to optical fiber breakage. In addition, the outer tube of the device was found bent. The object window was inspected and a sharp dent was noted on the distal end. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that during reprocessing the device image was noted to be blurry. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint. However, the most likely probable causes are as follows: the device was manufactured in 08 january 2018. There are 23 complaints with relating defects dating 1 year back from this complaint's initiation date. The user's defect is due to mishandling, and not a manufacturing defect. IFU page 4: avoid using excessive torque/force on the endoscope, as patient injury and possible damage to the instrument could result. IFU page 8: caution: undue stress on the endoscope shaft may cause bending or breaking. If the distal shaft is bent due to the rigors of a difficult procedure, do not attempt to straighten it; damage can result. Olympus will continue to monitor the field performance of this device.